Event description:
Device malfunction: balloon rupture, time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during the procedure, there was a balloon rupture at 9 atm. No additional info is available.